Event description:
A pt undergoing a partial knee replacement was turned on her side and it was noted that she had two nickel to quarter size lesions in her buttocks region. The nurse covered the lesions with tegaderm and continued the surgery. The physician indicated that within 24 hours the pt had a sharp pain in the area of the lesions covered with tegaderm. The pain in the area of the lesions covered with tegaderm. The area was very red and inflamed and was a full thikcness skin necrosis. They treated the area with dressing changes, followed by wet/dry treatments and then a partial thickness skin graft. It was confirmed that electrocautery was used. Skin graft was a full take and pt recovered. Physician believes the boyles caused the event. No further investigation of this event will be conducted.